Event description:
It was reported that the pump was making a noise when the customer gives a bolus. Customer stated that the noise changes when she presses the act button, but the pump is still functioning. Customer stated that it sounds like the beep is dying. Customer was assisted with doing a self test and now states that the vibrate sounds different. Customer stated that the pump had not been dropped or bumped. Customer had to change the battery and run another self test. Customer stated that the issue still continues. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. Vibrator was rattling due to adhesive not adhering to case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.